Event description:
A hydratome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in a male pt on (B)(6) 2008. According to the complainant, the device was incorrectly orientated upon exiting the endoscope. The procedure was completed with a second hydratome rx sphincterotome. No pt complications were reported as a result of this event.

Manufacturer narrative:
(B)(4) (misorientation). The device was discarded by the user facility. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined. (B)(4).